Event description:
It was reported that the spike tip broke off when inserted into the bd alaris¿ add-on burette set. The following information was provided by the initial reporter: "tip of spike broke off during insertion into burette".

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the spike tip broke off when inserted into the bd alaris¿ add-on burette set. The following information was provided by the initial reporter: "tip of spike broke off during insertion into burette.

Manufacturer narrative:
Investigation summary: a 82113 sample was not available for investigation, and the lot number of the complaint sample was reported unknown. As part of the investigation the customer provided an image of the affected product; analysis of the photograph confirmed the customer's experience as the tip of the spike appears to be chipped. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.